Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: ddbb1d1 ICD implanted 2014-(B)(6); (B)(4) valve implanted 2015-(B)(6). (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had high impedance and an increase in sensing integrity counts (sic) which triggered a lead integrity alert (lia). It was also reported the right atrial (ra) lead had intermittent undersensing. No intervention was performed at this time. Both leads remain in use. No patient complications have been reported as a result of this event.